Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was unknown. The customer was able to clear the alarm and finish prime process. Insulin pump did not pass the self test. The product will return for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and the one-minute non-destructive ram test failed, the motor arm cannot communicate with the main arm, and the hardware rtc date and time disagrees alarms is found in the downloaded history files, problem isolated to the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify trace pointers are invalid and history pointers failed alarms due to critical pump error (open book image) alarm.